Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 (mg/dl). An injection was delivered to address bg levels. Reportedly, the customer believes there was a pump issue; however, a specific issue was not mentioned. Due to the event occurring the past, system check with tandem technical support was unable to be performed. It was recommended that the customer contact their health care provider to discuss diabetes management.